Event description:
During a procedure, the aha 8 lesion, the cypher would not cross the target lesion; therefore, rotablator was conducted and the cypher was redelivered, but was still unsuccessful in crossing the lesion. The physician confirmed that the stent strut of the cypher were flared at the distal end as a result of the cypher becoming stuck in severe calcification after removal. The lesion was de novo, heavily calcified, and moderately tortuous. There was 99% stenosis. The lesion was pre-dilated with an unk balloon. There were no anomalies indicated prior to use. The procedure was completed without stent. There was no injury to the male pt. The product will be returned for analysis.

Manufacturer narrative:
The product is available; however, it has not been received for analysis. Add'l info will be provided within 30 days of receipt.